Event description:
It was reported that while using the ilet, the patient experienced hyperglycemia with a reported blood glucose of 205 mg/dl, and troubleshooting and education were completed with no alerts or alarms noted. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment or required medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction or component issue could be identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.